Manufacturer narrative:
Additional information received indicated that a revision procedure was scheduled in the near future. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local field representative indicated the physician decided not to revise the ra lead. The ra lead was rechecked and intrinsic p-wave sensing was consistent at 0.5 mv and pacing threshold measurements were 2.4 v at 2.0 ms. The physician did not think that the measurements would improve much if the lead was revised, due to the experience from the initial implant. The lead revision procedure was cancelled.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a device check this right atrial (ra) lead was found to be not sensing or capturing at max outputs. A lead dislodgement was suspected. A revision procedure to reposition the ra lead was discussed with the physician. No adverse patient effects were reported.